Event description:
Boston scientific crm received information that this right atrial lead was found to be programmed in unipolar configuration due to a lead safety switch. The impedance measurements were in the 250-280 ohms range and had trended down from 600-700 ohms. It was also noted that there was noise on the lead, this noise was also noted prior to the lead safety switch. No adverse patient effects were noted. This lead was subsequently returned. Information was later received that oversensing resulted in inhibition of therapy. During the replacement procedure, insulation damage was noted on the lead.